Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a patient expired while connected to the lap top ventilator 1200. It was also indicated that they have provided alternative ventilator. Additionally, they reported that the device functioned normally as per design but the caregiver was unable to respond timely.